Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this product was performed. No suspicious fault codes or resets was noted. The pulse generator declared elective replacement time (ert) in ddd mode. The atrial chamber was sensing 99% of the time. Review of the sensed rates noted high prolonged atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.